Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 4 months post-implant it was reported that the pt was admitted into a local hospital due to gi bleeding and the physician stopped the pt's anticoagulation. On (B)(6) 2014, the pt had collapsed and the pt's event history indicated low flow alarms. On (B)(6) 2014, the pt had signs of hemolysis, elevated ldh and elevated plasma free hemoglobin. An echocardiogram was performed and indicated a dilated left ventricle and the aortic valve opened with every beat. Approx 2 days later, the pump was exchanged.

Manufacturer narrative:
Event date has been estimated. The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.